Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Actual device was returned for evaluation. The device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the surgeon found that the straps did not penetrate to the tissue. The surgeon used another same like product to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.